Event description:
On 6/27/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/24/24. On 6/24/24 the user experienced a prolonged period of high bg readings with their ilet system and were advised by a nurse to seek medical attention after bg readings remained high for 9-10 hours. The user was taken to the ER by their husband, where they were treated with two insulin injections. The user was not admitted to the hospital. The user's bg rose to 554 mg/dl and had small to moderate ketones. The user did not follow the ketone action plan (kap). Dka was confirmed at the ER. Although they were in the ER for 5.5 hours, they were not admitted to the hospital. The user also reported feeling somewhat incoherent.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was likely caused by a failed infusion set, and a failure to follow the ketone action plan.